Manufacturer narrative:
(B) (4). Recordings from the case indicate the pace marker signal ceased (per customer, upon having executed the halt command). However, there are 13 more indications of pacing (450ms x 13 = 5.85s). There are no apparent physical problems with the unit. Unable to duplicate the complaint nor provide probable root cause. The unit performs properly within the ep-4 application and the sbc passes memory testing. The unit will be fully functionally tested in service prior before being returned to customer. No corrective action is planned.

Event description:
The user reported that after hitting the halt key to stop ep-4 pacing, pacing continued for 10 beats at 450 ms during a case. There was no patient incident. The procedure was completed without incident.